Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Visual inspections noted the drive is lightly damaged, consistent with normal use. The head is in good condition. The shaft has been broken off two threads below the head. The separated shaft threads have been moderately to heavily damaged consistent with an extraction. The shaft has been bent approx. 10 degrees at the midpoint. The tip has rather heavy circular marks on it. Because of the type and extent of damage incurred, and also because no lot number was provided, a finite evaluation could not be performed. Dimensions that could be measured were found to meet specifications. The design was evaluated and determined to be adequate. These screws require a specific pre-drill and tapping operation before insertion. From the complaint description, it is not possible to determine if the bone was properly pre-drilled and tapped before insertion of the 4.0mm cancellous screw. The design risk assessment was reviewed and found to be adequate for the intended use.

Event description:
The hospital advised the consultant that the surgeon was performing orif procedure of the ankle, and felt a lot of resistance as he was inserting one of the screws. X-ray determined that the screw broke upon insertion; all broken fragments of the screw were retrieved, which was confirmed by fluoroscopy. Surgeon completed the procedure with no further problem. Pt was reportedly recovering well.